Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection plane was created with the use of 0.035'' j wire and kmp catheter (a third-party device not related to a silk road medical device). The physician made the decision to convert the procedure to carotid endarterectomy (cea) to resolve the dissection. No further information was made available.